Manufacturer narrative:
(B)(4).

Event description:
The patient stated that he received 2 questionable test results from coaguchek xs meter with serial number (B)(4). Results were higher when compared to results obtained with the dade innovin test method. Of the two results, one result was erroneous. At 8:04 a.m., the patient was tested on the meter and the result was 3.6 inr. A sample from the patient was tested in the laboratory using the dade innovin test method at 9:41 a.m., resulting as 2.6 inr. The patient's therapeutic range is 2 - 3 inr. The patient tests one to three times a month. The patient was not adversely affected. The patient has had no known treatment based on the result from the meter. The patient mentioned that when a comparison is performed, the physician always uses the laboratory method (dade innovin) result rather than the meter result. The patient's treatment has remained the same based on the in range laboratory method results. The patient mentioned that his treatment was only ever changed once based on the meter result and this occurred in (B)(6) 2016. The patient did not know if the test strip was dosed within 15 seconds of sticking his finger. The patient has had no hematocrit issues and does not suffer from antiphospholipid antibodies. The patient is not on heparin or direct thrombin inhibitors. The patient's coumadin dose has not changed and he has not received any new medications. The patient has had no missed dosages. The patient has had no change in diet, no additional illnesses, no bleeding, and no bruising. The patient has had no changes in normal vitamins and supplements. The patient says he takes the same thing every day consistently. The time frame between medications taken and the incident was approximately 12 hours. The patient's product was requested for investigation and replacement product was shipped to the patient. The patient's test strips could not be returned. Relevant retention test strips (lot 124153-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified.

Manufacturer narrative:
No product was returned for investigation. No information was provided in the complaint that would point to a cause for the result discrepancy.